Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was implanted on her left side, and it was not anchored down, and kept moving and flipping since implant. It was additionally reported that the pump was loose, and that the reporter did not believe the pump had flipped. The location was bothersome to the patient, but she "adores the pump." The pump had reportedly stuck through her skin and shredded through her jeans. The patient underwent a pump revision on (B)(6) 2015 to move the pump to the right side, where it was reportedly much better. The collette connector had to be cut off in order to re-tunnel the catheter to the new pump site, so they used an 8784. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had lost weight and had ¿issues¿ with the pump site. After the pump was re located, the issue was resolved and the patient recovered without permanent impairment.